Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device did not capture pacemaker spikes. No adverse patient impact was reported.

Event description:
It was reported to philips that the heartstart mrx defibrillator did not capture pacemaker spikes. No adverse patient impact was reported.